Event description:
It was reported that the patient received an apparent inappropriate shock from the right ventricular (rv) lead and that the patient was asymptomatic. It was also reported that there were noted non-sustained tachycardias (nsts) and ventricular fibrillation (vf) episodes that appear to be t-wave oversensing (twos) and noise on the electrogram (egm.) It was further reported that r-wave decreased and thresholds have risen. It was later reported that the rv and right atrium (ra) leads dislodged. The rv and ra leads were modified and remain in use. It was noted that the patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - interference/noise. Ventricular short interval count v-sic=11 counts avg/day, in 9.61 days, between (B)(4) 2012 21:13:34 and (B)(4) 2012 1:45:03.